Manufacturer narrative:
(B)(4). D10: p53-103-r052, plate, fixation, bone. G2. S africa. Unable to confirm alleged failure - no product return. Lot number was not provided; therefore, the device history records could not be reviewed. Root cause: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that x-rays revealed a broken plate, nonunion and the headed cannulated crossing screw was backing out with discomfort on medial side. Revision was completed to remove the screws and broken plate. Additional information was requested but no further information was provided.